Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited low, out of range pacing impedance (less than 200 ohms) and noise. The physician noted thresholds and sensing were within normal range. Lead integrity testing was performed with isometrics and could not reproduce the noise. The patient was admitted to the hospital. Fluoroscopy imaging was performed, and a lead fracture was confirmed in the clavicular first rib location. Intervention was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited low, out of range pacing impedance (less than 200 ohms) and noise. The physician noted thresholds and sensing were within normal range. Lead integrity testing was performed with isometrics and could not reproduce the noise. The patient was admitted to the hospital. Fluoroscopy imaging was performed, and a lead fracture was confirmed in the clavicular first rib location. Intervention was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned therefore device analysis could not be completed. Although the device has not been returned for analysis, engineering review of the field observation of the lead damage, is consistent with cause traced to device design. With the available information, boston scientific concluded the field observation of the lead damage, is consistent with clavicle/first rib crush. Fractured lead conductors are considered cause traced to device design issue, when the field report indicates the damage occurred during normal use.